Manufacturer narrative:
(B)(6). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was admitted on (B)(6) 2017 for pain and redness around driveline exit site. Patient was started on IV cefepine and IV vanco. Patient's hemoglobin (hgb) dropped from date of admission, it was suspected that patient had a slight gastrointestinal (gi) bleed, according to clinical team. On (B)(6) 2017 esophagogastroduodenoscopy (egd) was performed and did not show a source of bleeding. Patient was not taken off coumadin while admitted. No other actions were reported by site to address decreased hgb. Patient discharged on (B)(6) 2017 on po doxycycline to address driveline infection (dl) infection. Patient was told to follow up with infectious disease. Patient is not stable at home, and is currently still taking po doxycycline indefinitely. No further information provided at this time.